Event description:
Knee/s were presenting as septic [septic joint]. Case narrative: initial information received on 06-sep-2018 regarding an unsolicited valid serious case received from an other non-health care professional. This case involves 2 adult female patients over age of 45 years who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency knee/s were presenting as septic. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On unknown dates, patients received intra-articular hylan g-f 20, sodium hyaluronate (dose, frequency, indication and lot number: unknown). Both patients knee/s were presenting as septic. Since then both patients have recovered and had not received anymore synvisc one. No further information provided. Final diagnosis was knee/s were presenting as septic. It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovered / resolved. A product technical complaint (ptc) was initiated on 12-sep-2018 for synvisc one; batch number: unknown; local ptc number: (B)(4); global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: medically significant. Additional information was received on 12-sep-2018. Global ptc number and its results were received. Follow up information was received on 18-oct-2018 from patient. No new information was added upon internal review on 09-jan-2019 processed with clock start date of 12-sep-2018 the malfunction field previously captured as yes was removed

Event description:
Knee/s were presenting as septic [septic joint]. Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from an other non-health care professional. This case involves 2 adult female patients over age of 45 years who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency knee/s were presenting as septic. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On unknown dates, patients received intra-articular hylan g-f 20, sodium hyaluronate (dose, frequency, indication and lot number: unknown). Both patients knee/s were presenting as septic. Since then both patients have recovered and had not received anymore synvisc one. No further information provided. Final diagnosis was knee/s were presenting as septic. It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovered / resolved a product technical complaint (ptc) was initiated on 12-sep-2018 for synvisc one; batch number: unknown; local ptc number: (B)(4); global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: medically significant additional information was received on 12-sep-2018. Global ptc number and its results were received. Follow up information was received on (B)(6) 2018 from patient. No new information was added